Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in fields h6 and h10 intuitive surgical, inc. (Isi) received the monopolar cautery instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "abnormal movement of the instrument." Failure analysis found the primary failure of failed intuitive motion be related to the customer reported complaint. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. They were found to have unintuitive motion, which indicates that the instrument would move precisely and proportionally to the mtm inputs but they moved in the wrong direction. The root cause of this failure is not determinable/applicable and will be transferred to engineering for further investigation. Additional observation not reported by site was that the instrument housing was removed and found that the roll gear was broken. The root cause of this failure is typically attributed to mishandling/misuse. The instrument has been further tested by the failure analysis engineer (advanced failure analysis). The initial failure analysis (fa) were partially confirmed. The instrument exhibited non-intuitive motion, but the component that was found to be broken was not the roll gear, instead it was the input disc for the roll direction. The plastic shaft portion of the input disc was found to exhibit cracking and breakage. A piece of the roll input was returned with the instrument, however due to the position of the breakage, it was difficult to re-install the broken piece to check for missing pieces. By comparing the shape of the breakage and the returned piece, there appears to be a 2.5mm x 4mm fragment missing from the roll input disc subassembly. The breakage occurred in the proximal end, the part of the instrument which does not enter the patient. The non-intuitive motion was replicated, and was observed while the instrument was near the extremes in the roll direction. Outside of those areas the instrument appeared to move normally. When moving the mtm in the roll direction the instrument, at the extremes in the roll direction the instrument's hooping would no longer be maintained and the instrument tip would swing as a whole while the mtm was being moved. In this state it was noted that the instrument tip appeared to move opposite to the directions input through the mtm. As such non-intuitive motion was observed since the instrument hooping would break unexpectedly. However, this phenomena only occurred when the instrument's main tube and roll input were out of sync, which can be achieved by holding down the roll disc and rotating the instrument's main tube. The breakage of the plastic shaft portion of the input disc for the roll direction contributed to the input disc being able to be out of sync of the instrument's main tube's rotation. Since the shaft portion of the input disk was broken, the internal metal shaft could freely rotate independent of the plastic overmold portion of the input disc subassembly. The root cause of the broken input disc is attributed to component failure. There were no signs of corrosion or other broken input discs on the other input discs for the instrument. The damage appears to be isolated to the roll input disc only.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar cautery instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the monopolar cautery instrument (part#: 430007-55/ lot/serial#: (B)(4) associated with this event has been performed. Per this review of the logs, the monopolar cautery instrument was used on (B)(6) 2022 and last used on (B)(6) 2022 via system serial#: (B)(4). There were 17 uses remaining after this last usage. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: it was alleged that the monopolar cautery instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer installed the monopolar cautery instrument, which was unresponsive to the surgeon's commands on (B)(6) 2022. The customer again found similar issue on the same instrument on (B)(6) 2022. The issue persisted even after installing the instrument on another arm. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer inspected the instrument prior to use and found the instrument was unresponsive to the surgeon's commands. The customer was not sure if it was intermittent or persistent on (B)(6). However, it was failed in the same way on (B)(6). The jaw moved in wrong direction persistently. The movement of the instrument did not cause any injury to the patient. The customer confirmed that no fragment fell inside of the patient. There was no report of patient injury. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.